Event description:
A customer reported that their pump battery would not charge, resulting in the pump shutting down. There was no reported impact on the customer's blood glucose level. The customer had initially attempted to charge the pump using a wall outlet and a tandem charging cable, but even after trying different wall adapters and charging cables for 30 consecutive minutes, the issue persisted, with the connection remaining unstable. Customer reverted manual daily injections (mdi) for continued insulin therapy.